Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 64, 37 and 43 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90 mg/dl or above. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/14/2025 and open vial date is date: (B)(6) 2025. The meter memory was reviewed for previous test result history: result 1 :76 mg/dl date: (B)(6) 2025 time: 11:47am non-fasting. Result 2: 119mg/dl date: (B)(6) 2025 time: 9:07am non-fasting. Result 3: 64mg/dl date: (B)(6) 2025 time: 8:22am fasting. Result 4: 158mg/dl date: (B)(6) 2025 time: 2:35am fasting. Result 5: 81 mg/dl date: (B)(6) 2025 time: 2:03am fasting. Result 6: 37 mg/dl date: (B)(6) 2025 time: 6:45am non-fasting. Result 7: 43 mg/dl date: (B)(6) 2025 time: 7:10am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Evaluation in process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 21-mar-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 30-apr-2025: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were returned - customer had returned only 1 test strip, unable to test. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.